Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The strike plate on the device fractured off and was returned. The device was manufactured in 2010 and exhibits signs of extensive wear/usage. The fracture was most likely from repeated impacts. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the inserter broke upon impaction of stem. No harm to patient or delay was reported, x-ray was taken to verify no retained pieces in the patient. A backup device was available.